Manufacturer narrative:
Initial reporter's address 1: (B)(6). Initial reporter's phone number: (B)(6). Problem code 2976 captures the reportable event of stent kinked. A fully deployed ultraflex tracheobronchial covered stent was received for analysis; the delivery system was not returned. The stent was measured to be within specifications. Visual examination of the returned device did not find any damages or issues to the stent. The reported event of stent kinked was not confirmed; no damages were noted to the stent. Taking all available information into consideration, the device met all manufacturing specifications required and passed all the controls and inspections with no abnormalities were reported during the assembly process. Therefore, the most probable cause for the complaint event is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on march 31, 2020 that an ultraflex tracheobronchial covered distal release stent was to be used to treat a stenosis in the lower segment of the left main bronchus during a left lower bronchus main airway dilatation with stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent failed to deploy. Reportedly, the stent was observed to be kinked. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 31, 2020 that an ultraflex tracheobronchial covered distal release stent was to be used to treat a stenosis in the lower segment of the left main bronchus during a left lower bronchus main airway dilatation with stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent failed to deploy. Reportedly, the stent was observed to be kinked. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.